Event description:
It was reported by service report that the patient right siderail would not latch due to a broken pivot block. No patient was affected and no clinically relevant delay in treatment was reported.